Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (annulus moderately and symmetrically calcified) may have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our german affiliate, the valve was deployed without difficulty and after deployment of the 29mm sapien 3 valve in the aortic position, the patient¿s pressure dropped (70mmhg) and a pericardial tamponade was noted on echocardiogram (tte). Angiogram revealed only a minimal leak after valve deployment. However, the contrast media was leaking at the left coronary artery in the region of the aortic annulus. A few minutes later the blood pressure dropped and a peridardial tamponade was seen in tte. An acute annulus rupture was assumed. A decision was made to cover the annulus rupture with implanting a second sapien 3 valve. The balloon was filled with 1ml extra volume in order not to exert too much pressure on the rupture site. During preparation of the 2nd valve, the pericardium was drained and 1000ml blood was aspirated. The bleeding stopped and the patient stabilized. An aortography was performed and no contrast media leak was noted. Therefore, it was thought that it was a covered perforation. The patient was stable and the second valve was not implanted. As reported, the native annulus measured 26.8mm by CT and the annulus was moderately and symmetrically calcified.